Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted. Device not returned to the manufacturer.

Event description:
The patient was enrolled in the coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2013 the patient was injected with 3.0ml of copatite, lot 100060501. On (B)(6) 2014 the patient had a urinary tract infection that was diagnosed by a urinalysis. On (B)(6) 2014 the patient was treated with antibiotic medication (name, dose & duration not provided). The physician assessed the event as moderate and definitely not device related.